Manufacturer narrative:
Additional information can be found in sections b5 and d11.

Event description:
Additional information received from the customer, that the event of liquid leaking through the tubing filter hole and the tubing blocks and/or fills with air after being purged, may have occurred when purging the tubing during preparation/purging in the hood or at the start of the infusion/installation to the patient. It was also reported that there may have been a slit in the tubing where the chemo flowed through the slit near the tubing/filter junction. The customer indicated that one of the following medications were involved in the reported event: tecentriq, taxol or keytruda. The customer could not specify which specific medication was being used with this particular set. As a result, there was an unspecified period of waiting time to redo the treatment or install new tubing on the medication solution. In the case of tecentriq, it became impossible to properly purge the tubing without losing medication. Therefore, the medication had to be completely redone.

Manufacturer narrative:
The device was reported to be discarded and did not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The events occurred between (B)(6) 2019 and (B)(6) 2019 and involved primary plumsets, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that leaked at the three holes of the filter which causes a blockage of the tubing while infusing unspecified chemotherapy drugs. The system was returned to the pharmacy to prepare the assembly again, reporting a loss of 30ml of medication that was found in the tubing set. There was no patient involvement and no patient harm.